Event description:
Customer reported a power source alert 07, indicating an issue with the pump's power supply. There was no adverse impact to the customer's blood glucose level. Despite attempts to resolve the issue by using a different wall adapter and charging cable, the problem persisted, and the pump failed to charge. Consequently, technical support decided to replace the pump, which was under warranty. The customer was informed to use multiple daily injections (mdi) as a backup therapy until the replacement pump arrived. Technical support confirmed the shipping address and provided instructions on returning the faulty pump, to be sent back within 10 days using a pre-paid label.